Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biliary biopsy procedure performed on (B)(6), 2011. According to the complainant, severe resistance was encountered during the physician's attempts to actuate the brush. When the physician applied additional force to overcome the resistance, the inner and outer portions of the sheath were damaged. It was noted that the sheath was bent approximately 5cm from the tip of the sheath; no damage was noted prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a biliary biopsy procedure performed on (B)(6), 2011. According to the complainant, severe resistance was encountered during the physician's attempts to actuate the brush. When the physician applied additional force to overcome the resistance, the inner and outer portions of the sheath were damaged. It was noted that the sheath was bent approximately 5cm from the tip of the sheath; no damage was noted prior to use. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the catheter to be cut into three pieces, two of which were detached, and the brush was extended and bent. A kink was noted in the working length, and the drive wire and handle cannula were also bent in several locations. The condition of the returned device rendered functional testing impossible. The complaint was confirmed; the damage to the working length is consistent with the reported event. The most probable root cause for the identified defects is operational context.